Manufacturer narrative:
Additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-03-26 h.6. Investigation summary : bd received a used q-syte closed luer access device from lot 8298666 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical/mechanical damage to the device's threads or body. Next, a functional test was performed and each connection was successful and no disconnection was observed during testing. Based off the returned unit the engineer was unable to verify the reported defect. Since no defects were found during visual inspection and testing a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the bd q-syte luer access split septum did not disconnect after use. The following information was provided by the initial reporter, translated from french to english. Verbatim: on disconnection, the valve remains connected to the syringe and has disconnected from the catheter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte luer access split septum did not disconnect after use. The following information was provided by the initial reporter, translated from (B)(4) to english. Verbatim: on disconnection, the valve remains connected to the syringe and has disconnected from the catheter.